Event description:
It was reported that a spectrum pump had no loading tube animation during testing. The event occurred in the biomed service department there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "no loading tube animation" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upper auxiliary assembly. The upper auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.